Event description:
The peritoneal dialysis (pd) patient's wife reported the patient was rushed to the hospital and was unable to complete his pd treatment on the liberty cycler. During a follow-up call, the pd nurse stated the patient was evaluated for a stomach ulcer.

Manufacturer narrative:
The patient's medical records were received and a clinical investigation was performed. The clinical investigation concluded that the patient was hospitalized with a gastrointestinal (gi) bleed and there was no documentation in the medical record that indicated a casual relationship between the liberty cycler and the gi bleed. The device was not returned to the manufacturer for physical evaluation and there was no allegation against the device. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.